Manufacturer narrative:
The monitor sn (B)(4) was returned to zoll manufacturing corporation. The monitor was found to be fully functional and passed incoming testing. Device evaluation of electrode belt sn (B)(4) was accomplished through a review of the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. There is no indication or allegation at this time to suggest that the lifevest caused or contributed to the patient's death.

Event description:
(B)(4). A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. It was reported that the patient was not conscious and resuscitation efforts were performed on the patient. Review of the event indicated that the patient experienced an appropriate treatment event on (B)(6) 2017 consisting of five treatments. The rhythm at the time of treatment during all five shocks was ventricular fibrillation (vf). The post shock rhythms of the first two treatments were vf. The post-shock rhythm of the third treatment was asystole for 28 seconds transitioning to vf. Post-shock asystole is a known potential outcome of defibrillation. The post-shock rhythm of the fourth treatment was intermittent ventricular beats degrading to vf. The post-shock rhythm of the fifth and final treatment was sinus bradycardia at 40 beats per minute (bpm). The patient went into asystole with CPR artifact. The patient remained in asystole and passed away on (B)(6) 2017.